Manufacturer narrative:
The permanent cautery hook instrument was returned to intuitive surgical, inc. (Isi) and evaluated. The instrument was found to have both ears of the distal clevis broken. One ear broke at the base, and all pieces were attached. The second broken ear had a piece that was not returned, measuring roughly 0.070¿ x 0.074¿ in size. Common causes of the failure mode broken instrument distal clevis are typically attributed to mishandling/misuse, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the black tip of the permanent cautery hook instrument broke and could not be found. Failure analysis of the instrument confirmed that a piece was broken off and not returned.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the black tip of a permanent cautery hook instrument broke. However, the customer did not know if any fragments were left behind and they could not find the black tip. The customer also performed an x-ray but were unable to find the missing piece. The procedure was completed robotically.